Manufacturer narrative:
A review of the memory dump by technical services confirmed that shocks delivered were appropriate and successfully terminated. Technical services discussed further evaluation of the patients status and shock lead integrity. At this time, the system remains implanted.

Manufacturer narrative:
Additional information received noted that this patient received shocks. The physician wanted to know if the shocks were appropriate as the patient has had noise on the right ventricular channel, and shocking impedances had been recorded out of range. The physician wanted to know if there was an issue with this right ventricular lead. It was noted that all other measurements are within normal range and the pacing impedances are high but not out of range. A memory dump was sent for review to technical services. At this time the system remains implanted.

Manufacturer narrative:
Additional information received from the field representative noted that discussion about ventricular dissociation will be communicated to the physician. In addition, the field representative wanted to know as the patient has high amplitude right ventricular signals which could inhibit shock therapy if the patient would need an sicd system. Technical services noted that although the sicd sensing channel looks like the surface electrocardiogram for this patient, careful evaluation and pre screening of the electrocardiogram prior to deciding to use the sicd is important. Further discussion by technical services noted that the type of interventricular rhythm dissociation has been observed in heart failure patients and a biv system may be another option for optimal treatment. At this time, the system remains implanted. Upon further information this investigation will be updated.

Event description:
--

Event description:
-

Manufacturer narrative:
A save to disk was analyzed by technical services. It was noted that all shock impedances but one are out of range. Technical services recommended doing performing a shock lead integrity test to verify the integrity of the shocking system. Technical services discussed that if out of range shocking impedances are seen during this test the shocking lead would need to be replaced. At this time there is no additional information available. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that at a recent follow abnormal impedances were noted on the right ventricular channel. A follow up was scheduled as the impedances varied but were within range. At the most recent follow up pacing impedances out of range > 2000 ohms were noted on the right ventricular (rv) lead. Noise has been noted only when the patient was crouched. A save to disk was sent to technical services. Technical services discussed that since impedances are not available since the implant and since impedances have varied and have been high a lead/device connection could be present dating back to the implant. Also discussed the values of a high impedance lead as this rv lead is a high impedances lead. Discussed possibly monitoring this patient until impedances are consistently out of range as sensing and thresholds appear normal. Finally it was noted that at this point there was no signs of inappropriate device sensing or inability of the device to deliver appropriate pacing therapy. At this time the rv lead and this implantable cardioverter defibrillator (ICD) remain implanted. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Should additional information become available this event will be updated. Additional information received noted that out of range shocking impedances were displayed. The configuration was changed but out of range shocking impedances still were displayed. A save to disk was sent to technical services for review. Upon additional information this investigation will be updated.

Manufacturer narrative:
A review of the device memory and the triad values from the last manual shock lead impedances showed that all three vectors show high impedances, however, the distal coil appeared to have a common electrode with highest impedances. It was noted that all ventricular events showed termination of ventricular fibrillation and true shocking impedances were within normal range. A potential revision of the system was left to the physicians discretion.

Manufacturer narrative:
A revision procedure took place. The shocking impedances at the beginning of the revision were out of range, but when a shock lead integrity test was performed the shocking impedances displayed were within normal range. Technical support was requested regarding indications of why the shocking impedances became normal after a shock lead integrity test was performed. Technical services discussed that this occurence is most likely due to an ionic layer build up on the coil(s). Such a buildup can occur when the device did not deliver a shock for a while (up till now a minimum of 7 months has been seen). Delivery of a shock (even at 1.1j) will eliminate this ionic layer and resulting in in-range daily measurements. At this time the system remains implanted. Upon additional information this investigation will be updated.

Manufacturer narrative:
At this time the system remains implanted. Should additional information become available, this investigation will be updated.